Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6)- (B)(4). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 20mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 2mm and left coronary cusp (lcc) was 4mm. The patient developed a first-degree atrioventricular block and an incomplete right bundle branch block post valve deployment. The patient had a prolonged hospitalization due to the heart block and was discharged on (B)(6) 2026. No treatment was required. On (B)(6) 2026, a CT leg angiogram showed a 32mm left femoral pseudoaneurysm. For treatment, the following day, thrombin injection was performed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block, and pseudoaneurysm was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of the reported heart block could be due to procedure and the patients' medical history. However, this could not be confirmed. The reported unexpected medical intervention was a result of case specific circumstance as medication was administrated. The reported hospitalization was a result of case specific circumstance as patient required prolonged hospitalization. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.